Manufacturer narrative:
It is determined to be a serile packaging issue where end user reported that there is hair in the bag which is a sterile product. All the information and pictures provided by the end user were reviewed. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 intuvie received a complaint via FDA's medwatch program where FDA attached the MDR report submitted by the initial reporter from cancer and hematology centers of western michigan. MDR report indicates that the there is a hair in bag noticed where it is a sterile product. Also additional documents were attached for reference.